Event description:
Nurse was drawing blood from a pt (venipuncture). While drawing blood, top of tube "blew" off. Blood splashed on clothes, in eyes and face. Second employee also received blood splash. Contacted account, body fluid was not infectious. No medical intervention required. Both were tested for hiv, hepatitis a, b, and c.